Event description:
Consumer complaint of high blood results. Back to back test results during call were 170 mg/dl, 177 mg/dl. Customer normally reads 110-120 mg/dl 2 hours after each meal. Results in memory: (B)(6) at 12:51 pm 151 mg/dl; (B)(6) at 9:11am 261 mg/dl; (B)(6) at 9:24 pm 457 mg/dl (with medication and meal when leaving the hosp); (B)(6) at 6:39 pm 169 mg/dl; (B)(6) at 3:43 pm 98 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).